Event description:
A patient with the diagnosis of type a dissection ending proximal to the cellac trunk was operated under cardiopulmonary bypass and dhca. The ascending aorta was replaced with a straight dacron tube, with resuspension of aortic valve and reinforcement of proximal and distal anastomosis with bioglue between the disease layers. Absence of previously patent radial pulse was detected intraoperatively, saved with humeral thromboembolectomy.